Manufacturer narrative:
The biomedical engineer reported that the multigas unit was giving an incorrect o2 reading. No error message was given, but the doctor noticed the discrepancy. The unit was in use on a patient, however no patient harm was reported. The multigas unit was sent in for evaluation and repair. The unit was cleaned and evaluated and the reported problem of "not reading o2 exchange correctly" could not be duplicated through testing, troubleshooting, and extended operation of the device. The unit was tested per operator's/service manual and operates to manufacturer's specifications. The unit was shipped back to the customer. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The biomedical engineer reported that the multigas unit was giving an incorrect o2 reading. No error message was given, but the doctor noticed the discrepancy.